Event description:
"A pt in the neuro intensive care unit had the limitorr drain (limitorr volume limiting evd 20 ml) inserted for a cerebrospinal fluid (csf) leak. While the drain was in place it appeared that the tubing detached from the 3 way stop cock closest to the csf access port on the drain. This tubing is supposed to be secure to the stop cock site. The drain was securely dressed."

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.